Manufacturer narrative:
This is a voluntary report of non-serious adverse event. There was no visual damage of the ventilator. The defective trolley stand will be repaired or replaced. The problem has been reported to the supplier for further investigation.

Event description:
Note: voluntary report of non-serious adverse event. On (B)(6) 2021, breas was notified that a vivo 50 ventilator fell off a trolley stand onto patient's foot, causing a bruise which did not require medical intervention. The trolley stand for breas ventilator was missing a metal washer which rendered the mounting bracket for ventilator unstable.